Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the prograsp forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub is frayed. No damage was found at the clevis. The frayed segment is approximately 0.05 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.